Event description:
It was reported to ge that an erroneous dose calculation could occur, which could result in a radiation treatment that was different than intended. Reportedly, the software module crashes, when a fast or full calculation is attempted with an electron beam using a particular plan. The data calculation "appears" normal. No injuries or mistreatments have been reported as a result of this issue.